Manufacturer narrative:
(B)(4). Device evaluated by MFR: inspection of the returned device revealed the blue braided sheath was kinked and that the filter was stuck in the green femoral sheath, protruding from the distal end. The paper safety sleeve was in place around the handle of the introducer catheter device. The trigger (thumb switch) had not been unlocked or moved down the deployment track i.e. No attempt had been made to fire / release the filter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported the device deployed inside the sheath. The greenfield¿ filter was introduced into the inferior vena cava but the device deployed inside the sheath. The procedure was completed with a different device which worked fine. No patient complications reported. However, device analysis revealed the filter to be deployed outside the sheath.